Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-62-user had poor technique test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 272, 288 and 205 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. High blood glucose results were obtained using test strip lot number ru5180. Customer stated strips are stored in the dining room but that this vial of test strips was left in his car for four hours on (B)(6) 2018 while he went to a doctor's appointment. The test strip lot manufacturer's expiration date is 04/16/2020 and open vial date was undisclosed. A new vial of test strips, lot number ru5216, manufacturer's expiration date of 06/19/2020, was opened during call to perform control test. Customer also stated that at times he turns off his air conditioning and uses a fan. The meter memory was reviewed for previous test result history: (B)(6).